Manufacturer narrative:
Citation: fraccaro c, et al. Transcatheter aortic valve implantation (tavi) in cardiogenic shock: tavi-shock registry results. Catheter cardiovasc interv. 2020 nov;96(5):1128-1135. Doi: 10.1002/ccd.29112. Epub 2020 jul 6. Earliest date of publish used for date of event. Medtronic products referenced: corevalve family/iterations, evolut r. Based on the article¿s study period of march 2008 to february 2019, the corevalve family consisted of corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the safety and feasibility at early and long-term follow-up of transcatheter aortic valve implantation (tavi) in patients with severe aortic valvulopathy and cardiogenic shock. All data was retrospectively collected from a multi-center european registry between march 2008 and february 2019. The study population included 51 patients and was predominantly female with a mean age of 76 years. Of those, 39 patients underwent tavi with self-expandable valves, which included the medtronic corevalve family (30), boston scientific accurate neo (7), and abbott portico (2). No unique device identifier numbers were provided. One patient who had a 31 mm corevalve implanted valve-in-valve in a degenerated aortic bioprosthesis (manufacturer undisclosed) developed severe paravalvular leak and subsequently died in-hospital. The other five self-expandable patient deaths were not attributed to medtronic product. Among all self-expandable valve patients, non-death adverse events included: new permanent pacemaker implantation; cerebrovascular accident; myocardial infarction; tamponade; coronary flow impairment; ventricular fibrillation/ventricular tachycardia; mild to severe paravalvular leak; major or minor bleeding; blood transfusion; minor vascular complications; sepsis; rehospitalization for heart f ailure; and elevated gradients because of patient-prosthesis mismatch after valve-in-valve with a 23 mm evolut r in a 19 mm mitroflow (34 mmhg), valve-in-valve with a 23 mm evolut r in a 21 mm mitroflow (from 14 to 25 mmhg), and endocarditis (30 mmhg). Medtronic product may have been associated with these non-death adverse events. No additional adverse patient effects or product performance issues were reported.